Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-13762. It was reported that the patient presented for a post-operation check after an implant procedure that morning. Upon interrogation, the atrial lead exhibited abnormal parameters, including high capture threshold, and the lead was found to be dislodged. During the re-positioning procedure, it was noted that the set screw could not be removed normally. The physician attempted to pull the screw out several times, and finally, the screwdriver was pulled out with the screw, but it could not be rotated normally. The device was explanted and replaced due to screw connection issue. The atrial lead was successfully repositioned. The patient was in stable condition.